Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator (eri). The measured battery data was 2.53 v, 19 ua, 8.7 kohms. The measured battery data was 2.74 v in 2006, the last time the patient was followed-up.

Manufacturer narrative:
No medwatch form was received.